Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID (B)(6). This is filed for a leaflet caught on the clip and unable to be freed, and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Patient anatomy included a rotated heart, mitral annular calcification, thickened leaflets, bi-leaflet prolapse, thick and dense chords in the ventricle and a deep scallop between posterior 1/posterior 2. Visualization was difficult due to shadowing and the rotated heart. The clip delivery system (cds) was advanced into the patient anatomy and the anterior leaflet became caught on the grippers. Trouble shooting was performed; however, the clip (xtw) was unable to be freed. Additional troubleshooting was not performed, as the physician did not want to get the clip caught in the chordae. The clip was implanted at the same location where the anterior leaflet was caught. It was suspected that there was a small chordal tear and a new flail. A second clip (xt) was then implanted and the mr was reduced to grade 2-3+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of unspecified tissue injury, tachycardia, fever and hypotension, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The investigation determined the reported entrapment of device appears to be related to patient anatomy in conjunction with poor image resolution. The poor image resolution was due to shadowing and the rotated heart. Based on the information provided, the tissue injury (chordal tear) appears to be due to the entrapment of device. The hypotension appears to be related to the bleeding from the access site. A cause for the tachycardia and fever cannot be determined. It is possible that patient conditions contributed to the tachycardia and fever; however, this cannot be confirmed. The reported unexpected medical intervention and medication required were results of case-specific circumstances as an additional clip was implanted to reduce mitral regurgitation, manual pressure and epinephrine/lidocaine subcutaneous injection was administered due to the bleeding. Fluid bolus was administered as treatment for the hypotension and tylenol as administered for the fever. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. Post procedure, minor bleeding was noted at the vessel access site. Manual pressure was applied, as well as a sand bag. On (B)(6) 2022, an epinephrine/lidocaine subcutaneous injection was administered. The bleeding resolved on (B)(6) 2022. Additionally, the patient experienced hypotension post procedure. Fluid bolus was administered as treatment and the event resolved on (B)(6) 2022. One day post procedure, the patient experienced supraventricular tachycardia (svt) and fever. No intervention was performed as treatment of the svt, but tylenol as administered for the fever. No infection was noted. The svt and fever resolved on (B)(6) 2022. No additional information was provided.